Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Second string stuck near the top of the tampon [device physical property issue]. Case narrative: consumer reported via e-mail that there was a second tampon string attached near the top of the tampon. No injury reported.

Event description:
Second string stuck near the top of the tampon [device physical property issue]. Case narrative: consumer reported via e-mail that there was a second tampon string attached near the top of the tampon. No injury reported.

Manufacturer narrative:
Product investigation is in progress.